Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: ruan zb, wang f, chen gc, zhu jg, ren y, zhu l. Comparison of cardiac function and structure after left atrial appendage occlusion without versus with ablation in patients with non-valvular atrial fibrillation: a retrospective study. Int j med sci. 2024 jul 1;21(9):1710-1717. Doi: 10.7150/ijms.95080. Pmid: 39006839; pmcid: pmc11241098.

Event description:
Reported via journal article it was reported that serious injuries occurred during the procedure and post procedure. The aim of this study was to investigate the long-term impact of left atrial appendage occlusion (laao) on cardiac function and structure in patients with non-valvular atrial fibrillation (nvaf). Results: 157 patients with non-valvular atrial fibrillation (nvaf) who underwent watchman laao or combination with radiofrequency catheter ablation (rfca)/cryoballoon ablation (cryo) from (B)(6) 2020. Patients were followed up at 3 months, 6 months and 12 months post- procedure. There were 129 patients with no residual leak, twenty-four (24) patients with residual leak less than 3mm, and four (4) patients with residual leak between 3mm and 5mm. There were two (2) patients who experienced cardiac tamponade and five (5) patients who experienced pericardial effusions that occurred during and post procedure. Post procedure follow up complications included device-related thrombus in seven (7) patients at three (3) months post procedure, in two (2) patients at six (6) months post procedure and three (3) patients at twelve (12) months post procedure. Cerebral vascular accidents were seen in two (2) patients at three (3) months post procedure, in one (1) patient at six (6) months post procedure and two (2) patients at twelve (12) months post procedure.